Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Manufacturer report number 1627487-2019-13694. It was reported that the patient's leads had migrated after the patient experienced a fall. Surgical intervention was undertaken on (B)(6) 2019 during which the existing leads were explanted and replaced. Effective therapy was established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.